Event description:
It was reported that during a surgical procedure, the handpiece operated in forward when it was set in reverse mode. No further information was available from the user facility.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.